Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 546 mg/dl. The customer declined troubleshooting for the issue, requesting replacement of the device. She was advised that the alarm was likely caused by a possible occlusion. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a scratched reservoir tube window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.